Event description:
During an ablation procedure, a delay occurred. The screen froze and returned multiple times, delaying the procedure by 30 to 60 minutes. At one point the computer rebooted and data was lost, but was able to start again from where it had stopped. Troubleshooting included rebooting all devices and checking each connection one by one. There were no adverse consequences to the patient.

Manufacturer narrative:
Review of the ensite log files verified that issues with product performance in the form of system pauses and an uncommanded shut down occurred. The cause for each event could not be determined. However, it is recommended to remove old studies from the computer and per the IFU removing study information from the dws hard drive will make more drive space available for future studies. The device history record of the computer was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.